Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. The patient experienced a brief sensor issue on the same day the dexcom g7 sensor was inserted in the abdomen. While visiting disney world, at approximately 9:30 pm, the patient noticed that the dexcom g7 was not providing any glucose readings. However, the omnipod 5 continued to infuse insulin. At that time, the patient lost consciousness. A friend immediately called emergency services, and an ambulance arrived around 9:40 pm. While the patient was still unconscious, the first responders checked her blood glucose level using a glucometer, which showed a critically low reading of 24 mg/dl, while the dexcom g7 still displayed no data. The patient was treated on-site with one glucose tablet and two glucose injections, then transported to advent health celebration hospital, arriving at the emergency room around 10:00 pm. The patient reported regaining consciousness approximately one hour after arrival. During her stay in the ER, no additional treatments were administered. Glucose levels were monitored via fingerstick glucometer. The patient could not recall the exact readings or whether the dexcom g7 resumed functioning. After 3¿4 hours of monitoring, and once her glucose levels stabilized (not exceeding 130 mg/dl), she was discharged. At approximately 3:00 am on (B)(6) 2025, the patient was driven home by her husband. Upon arrival, the dexcom g7 still showed no readings, but the patient chose to continue using the same sensor. At the time of the report, the patient was feeling okay. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.